Manufacturer narrative:
Additional information: the devices were not available; therefore, product testing on these actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference medwatch# 2032546-2021-00027 for reported cases of adverse events.

Event description:
The following was reported through review of the content presented by (B)(6) clinic at the 44th annual meeting of the (B)(6) society of surgery. Postoperatively, there were cases of iop increase and cases of stent obstruction. The report also noted required additional treatment and surgery. Any omitted information was not available at the time of this report. Additional information is being requested. This report references reported cases of stent obstruction.

Manufacturer narrative:
The purpose of this supplemental report is ¿to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. MFR# reference: (B)(4).